Event description:
It was reported that during the procedure, the guidewire broke. The physician used a snare to remove the broken piece from the patient's body. There was no reported clinical consequence to the patient

Event description:
It was reported that during the procedure, the guidewire broke. The physician used a snare to remove the broken piece from the patient's body. There was no reported clinical consequence to the patient

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Only a portion of the device was returned for analysis. Visual inspection noted that the nitinol tubing and core wire had separated 10cm from the distal end and the device appeared to have been cut on the proximal section with a sharp object, the proximal section was not returned for analysis. Closer inspection of the distal end noted that there was no stretching evident on the nitinol tubing distal to the separation site. There was evidence of rotational movement prior to the separation of the nitinol and core wire proximal to the separation site and the core wire was noted to be kinked in this region. Scanning electron microscopy (sem) analysis was performed on the separation sites of the returned device. Based on the sem micrographs, the distal nitinol section showed a possible ductile failure while the distal corewire section separated due to torsional stress. Because it could not be determined which component initially separated (nitinol, corewire or platinum coil), no conclusions could be drawn. An unknown substance was observed on the separated distal area. Sem analysis of the substance could not be definitively identified. Review and analysis of available information failed to indicate a definitive root cause.